Event description:
Philips received a complaint on the xl device indicating that the paddle cable connector pin is broken. The rse evaluated the device remotely and determined that this model has been declared end of life (eol), the service and the spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site.